Manufacturer narrative:
Unit was received with blank display due to moisture damage electronic assembly. Unable to perform the displacement test due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip were noted.

Event description:
The customer reported via phone call that insulin leaked into the insulin pump. The leak occurred at the bottom of the reservoir by the seal. When he pressed the act button on the insulin pump, the screen was blank. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.